Manufacturer narrative:
A compressor printed circuit board (pcb), compressor air dryer and a compressor solenoid valve assembly were returned to covidien/ m edtronic¿s product analysis. A visual inspection of the returned components was performed; the compressor solenoid valve assembly had a slight crack in the connection joint of the solenoid filter and the solenoid (sol 3) connector was thermally damaged with female connector pins and the white plastic connector was discolored. No anomalies were found on the compressor pcb and the compressor air dryer. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the identified root cause of the compressor pcb was isolated to an electronic component, no fault was found the compressor air dryer. The compressor solenoid valve assembly root cause was isolated to a vendor process.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a compressor inoperative. There was no patient involvement. The service engineer (se) inspected the device and replaced the compressor printed circuit board (pcb), solenoid assembly and air dryer assembly. The se performed extended self-testing on the device and all tests passed.